Event description:
It was reported impedances found to have been high, 6,000 ohms, and above. All values were out of range. An x-ray and CT scan found no issues. The patient underwent surgery and it was determined one of the leads was the problem. The lead was explanted and replaced, and impedance was normal. There was no visible fracture or break in the lead. It was noted the patient had a loss of therapy and returned symptoms.

Manufacturer narrative:
Product ID 3389-28, lot# unknown, explanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found broken conductor, unknown anchor site. All conductors were broken 8 cm from the distal end.